Manufacturer narrative:
The event of a torn leaflet could not be confirmed. The results of the investigation are inconclusive since the device was discarded at the hospital and was not returned for analysis, however two photos were received for analysis. The photos were out of focus. Based solely on the aforementioned unclear photos, there appeared to be tissue on the outflow surface and a tear on one cusp, but the lack of clarity made it difficult to decisively ascertain any damage. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 27mm epic valve (sn unknown) was implanted. The patient presented to the hospital with weakness and svd was suspected. On (B)(6) 2017, the valve was explanted and a torn leaflet was observed. A 27mm masters series valve was implanted. The explanted valve was discarded at the hospital and not made available for return. The patient is reported to be recovering.

Event description:
On (B)(6) 2016, a 27mm epic valve (sn unknown) was implanted. On (B)(6) 2017, the patient presented to the hospital with weakness and svd was suspected. On (B)(6) 2017, the valve was explanted and a torn leaflet was observed. A 27mm masters series valve was implanted. The explanted valve was discarded at the hospital and not made available for return. The patient is reported to be recovering.